Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08955 / -08956).

Manufacturer narrative:
Evaluation of the returned device showed evidence of subluxation of the joint and scratching of the bearing surfaces. Dimensional evaluation shows that all articulating surface dimensions meet print specifications. The review of the deviation history as well as device history records for the device indicates no abnormalities or deviations. This part left biomet control conforming to print specification and the root cause for the patient¿s reaction to metal debris remains undetermined.

Event description:
It was reported patient underwent an initial hip arthroplasty on (B)(6) 2007. Subsequently patient underwent a revision procedure (B)(6) 2014 due to adverse reaction to metal debris (armd). The cup and head were removed and replaced.